Manufacturer narrative:
The device history record and sterilization batch release record were reviewed and indicated that the component involved met specification. The component was unable to be obtained for further analysis. Post-operative x-rays were provided of the femur which confirmed that the patient had a non-union fracture, above the tip of the stem, and that a plate and cables were placed to stabilize the bone. Should additional information be obtained the report will be supplemented.

Event description:
The patient underwent a revision surgery due to a non-union femoral fracture above the end of the stem within the intramedullary canal.